Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 05/14/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed transmitter functional testing and passed. Performed share log review and loss of connection was found in log. The reported event of a loss of connection was confirmed. The complaint was confirmed because a permanent loss of connection in the cloud data.